Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of vascular injury is listed in the perclose proglide instructions for use (IFU), as a potential adverse event of use of the device. It was reported that only one proglide was used to achieve hemostasis in a 10f access site. It should be noted that the IFU states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the reported device malfunction was not related to the IFU deviation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with a proglide device, using the pre-close technique, via a 9f sheath prior to an interventional atrial fibrillation ablation procedure. The sheath was upsized to 10f and the atrial fibrillation procedure was completed. Reportedly, when the knot pusher was removed, after advancing the knot, the whole suture and knot came out with the knot pusher. There was a small piece of tissue in the knot. Manual compression was applied for 20 minutes to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.